Event description:
The customer stated the plastic clips that are bolted on the wheelchair frame, that hold the positioning straps, fell off. The customer stated his son started to fall out of the chair because of the clips, but he caught him.